Event description:
Additional information received reported that the patient¿s impedances had been checked in the ¿asc¿ on the day of the ins replacement and had normal values. At the patient¿s follow-up meeting, the patient had been receiving 80 percent relief and was happy to ¿no longer be burdened with charging.¿ the lower ins had been replaced because the patient¿s lower back and legs had been bothering the patient the most.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was healing and still doing great with the system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was ¿not good at recharging so¿ the implantable neurostimulator went dead. It was stated that the lower implantable neurostimulator (ins) was replaced with a non-rechargeable device. Additional information received reported that the patient¿s battery ¿needed¿ to be recharged ¿all the time¿ and had ¿a lot of trouble¿ recharging the "upper back ins," so the doctor implanted a new non-rechargeable battery "in his upper back" then corrected to "lower back." It is unclear which device needed to be recharged "all the time" and had "a lot of trouble" recharging the device. Refer to manufacture report # 3004209178-2014-16173. Additional information was requested.